Manufacturer narrative:
Service order ((B)(4)) completed: service engineer cleaned instrument, replaced door assembly, sersorized drive tube clamp, centrifuge drive tube clips retainer clips, leak detector strip and o-ring, three pump heads and performed system checkout procedure successfully. A photo analysis was conducted. Review of the customer supplied photographs confirmed the damage to the centrifuge bowl and drive tube. The analysis noted the bowl cover was still locked into the instrument platen at the time of the photo. No manufacturing related defects were confirmed during the evaluation. The evaluation was unable to determine the root cause of the bowl break and drive tube break. (B)(4). Device not returned.

Manufacturer narrative:
System was used for treatment. Kit lot d358 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break or centrifuge bowl leak/break. However, corrective and preventive actions have already been initiated for drive tube leak/break and centrifuge bowl leak/break service order ((B)(4) feedback still pending at the time of this report. Service order feedback information to be included in final report when investigation is complete. This assessment is based on the information available at the time of the investigation. The photo analysis is still in progress at the time of this report. A supplemental report will be filed once investigation is complete. (B)(4). Device not returned.

Event description:
Customer called to report blood leak at 233ml processed. Dual needle mode. Customer stated she heard loud noise and turned off the instrument. Treatment was aborted. Customer states there were no alarms. Customer opened the centrifuge and noted the bowl was off of the bowl holder, and the drive tube was detached in two places. Customer states the bottom bearing clip is now broken and will not open or close properly. Patient treatment started on another instrument. Therakos' clinical services specialist (css) sent request for service the customer has submitted photos for investigation.